Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high as well low blood glucose. Customer's blood glucose value was over 50 to 500 mg/dl. Customer did not troubleshoot for their high, low blood glucose reading. Customer was not using auto mode feature. Products will not be returning for analysis.